Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/08/2015 with the following findings: a review of the black box revealed evidence of call service (cs) 078-0008 alarms. The investigation was completed using the returned battery cap. During evaluation, the pump was exercised for 24 hours; there were no cs 078-0008 alarms duplicated. Unrelated to the complaint, the battery compartment was found to be cracked on threads above the pad. The battery compartment was also leaking during a leak test. There was also moisture observed in the battery compartment and on the battery cap contact spring. The pump case removed; there was no other evidence of moisture observed inside the pump. Also unrelated to the complaint, the text on the display screen was found to be dim, faded and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.